Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide suture family/product code. - product code is ch345 were there any unexpected outcomes or complications as a result of the prolonged surgery time? -- no. Was the patient treatment altered in anyway due to the prolonged surgery time? - no.

Manufacturer narrative:
Complaint sample not received for evaluation. Five retain samples of lot were retrieved for analysis. The needles were inspected for any attributable defects but no such defects were observed. The retain needle samples were visually inspected and tested for description test and shape test and found to be meeting the specification requirement. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at the time of release and found to meet the specification. As the complaint is related to needle breakage stiffness and ductility test is applicable and measurable parameter. Stiffness and ductility in process test reports of needle manufacturing were reviewed for the supplier lot and found to be meeting the specification requirements. This analysis indicated that there was no issue related to processing of the lot. All the values are within the applicable limits.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot t9019 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide suture family/product code. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain.

Event description:
It was reported that the patient underwent procedure for uterine myometrium on (B)(6) 2019 and suture was used. The needle broke when sewing uterine myometrium during the procedure. The broken needle was found in the uterine myometrium after 3 minutes. Changed to another device to complete the surgery. No additional information could be provided.